Manufacturer narrative:
B3 date of event: aware date was used as event date as actual event date was not known. D4 unique identifier (UDI) #: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported via a watchman newsletter created by an implanting facility that access site issues occurred. A left atrial appendage closure (laac) quality report focusing in on the 45 day follow up metric for patient who had a watchman implants was created by an implanting facility. The report provided information for laac procedures where the patient had any event from procedure through the 45 day inside window follow up period from the fourth quarter (q4) 2022 through the third quarter (q3) 2024. There were two (2) reported hematoma events requiring intervention, and two (2) pseudoaneurysms with thrombin injection. No further information is available as specific patient details were not provided.